Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. H6 investigation conclusion code: adverse event related to patient anatomy and/or condition the complaint for 'implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure' was confirmed with empirical evidence based on information provided by edwards clinical specialist (cs), who was present in the procedure. Available information suggests patient anatomy likely contributed to the event. Per event description, 'opinion it is thought that the tension on the valve as well as abnormal leaflet tissue was the root cause of the slda as all devices became detached from the anterior leaflet'. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2 and h11. The complaint for 'implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure' was confirmed. Available information suggests patient anatomy likely contributed to the event. Per event description, 'opinion it is thought that the tension on the valve as well as abnormal leaflet tissue was the root cause of the slda as all devices became detached from the anterior leaflet'. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.

Event description:
Per report received from united kingdom- edwards received notification of pascal precision ace in tricuspid position by the femoral vein where three devices were implanted. One week later there was an slda (single leaflet device attachment) of all devices. There were no issues with the devices during deployment. Patient was dextrocardic with a complicated tricuspid anatomy with large coaptation defect. Because of the dextrocardia, imaging was difficult but there was good leaflet insertion and the implants were stable post release. The regurgitation was reduced from torrential to mild. On post operative day 3, an echocardiogram showed an unexpected increase in the degree of the residual regurgitation. One week after the procedure a toe was performed under general anesthetic and demonstrated partial detachment of all 3 clips from the lateral leaflet. All of these devices remained attached to the septal leaflet. A reintervention was taken place with 3 pascal precision ace devices to reduce the tricuspid regurgitation. Two aces were deployed centrally between the lateral leaflet but adhering directly to the previous septal clips. A final pascal ace device was deployed anteriorly between the anterior and septal leaflets, reducing the leak to moderate. The pre-discharge echo showed an excellent result with mild to moderate residual regurgitation and a mean gradient of 1 mm hg. As per medical opinion it is thought that the tension on the valve as well as abnormal leaflet tissue was the root cause of the slda as all devices became detached from the anterior leaflet.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. This is MDR 3 of 3 for this event.